Event description:
Approximately 45 minutes into patient's first routine hemodialysis treatment with nxstage system one, the patient complained of nausea, vomiting and chest pain; patient's blood pressure dropped from 158/69 to 110/60. Then the patient complained his lips were swollen and his throat was tightening. The operator discontinued the treatment and rinsed back the blood. The patient was given benadryl 25mg ivp and transported to the emergency department. At the emergency department, patient had a chest xray, was given "2 shots" which were not identified and released. No additional medical intervention reported.

Manufacturer narrative:
The exact cause of the reported issue cannot be determined. A review of the reported lot number found no similar complaints reported. The cartridge was not returned for evaluation precluding further investigation. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed.